Event description:
The initial reporter stated they receive discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The first sample initially resulted in a na value of 151 mmol/l and it repeated as 139 mmol/l. No results from this sample were reported outside of the laboratory. The second sample initially resulted in a na value of 136 mmol/l. The sample was repeated twice, resulting in na values of 149 mmol/l and 146 mmol/l. The sample was also repeated on a second analyzer, resulting in a value of 138 mmol/l. The 138 mmol/l value was reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the instrument. No leakage or air leakage was found in the lines. The sipper screw position was adjusted as it was mal-positioned. An ise check was performed without errors. The electrodes were checked and salts were cleaned. The vacuum nozzle and sipper nozzle were cleaned. The sample pipettor was cleaned and adjusted. The pipettor was disassembled and cleaned. Valve and syringe connections were checked. Waste collection was reviewed. The wash station position was adjusted and it was confirmed that the pipettor was washed properly. The engineer determined the issue was solved after placing the waste hose directly into the waste container. It was found that the curvature of the waste hose was causing conduction of the waste to the ise system, causing random ise noise. The tubing was re-positioned. The investigation determined the service actions resolved the issue.